Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery not charging issue was verified, but the low bg issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet resulting in the pump shutting down. A replacement pump was sent to resolve the issue. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 31 mg/dl. Cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.